Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a house wide loss of telemetry monitoring. The device was in use. There was no report of patient or user harm.